Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was required to charge the ipg more frequently than recommended and eventually stopped charging. The ipg was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.